Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, the patient changed out the pod. The pod was leaking.

Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. The download data does not contain any alarm, timeouts or drive stalls. No signs of leakage were found along the fluid path during the leak test. It could not be conclusively determined when this damage occurred. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 operating system: 18.4 hardware: iphone14.3 cgm sensor type: g6.